Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needle gets stuck in its cover and when it is attached into the syringe, it releases the liquid, leading to an insulin leakage, and she is not being able to inject the insulin, her diabetes is getting out of control. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel, which could cause a leakage if this syringe was used to inject. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for cracked hubs. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 11th related complaint for needle hub separates and the 1st related complaint for leakage and glucose level on lot # 8337709. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, leakage, glucose level) was captured and addressed. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: a visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch (B)(4) was for raised hubs. The amplifier was out of adjustment. Rationale: corrective action: the amplifier was adjusted. CAPA# (B)(4) has been opened to address this issue of hub separates.

Event description:
It was reported that the bd ultra-fine¿ needle hub got stuck and separated from the bd insulin syringe during use, causing insulin to leak out and the consumer's blood sugar levels to go "out of control". The following information was provided by the initial reporter, translated from portuguese to english: "customer has purchased one package and the needle gets stuck in its cover. And when it is attached into the syringe, it releases the liquid, leading to an insulin leakage. Customer also reports that due to she is not being able to inject the insulin, her diabetes is getting out of control."